Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported by patient's attorney that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009, and was revised on (B)(6), 2021. It is further alleged that during the revision the femoral neck was noted to have a pencil tip appearance and there was intra prosthetic dislocation of the femoral head from trunnion.